Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Upon removal of the catheter it appeared to be missing 3cm of the distal catheter. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. The IFU for this kit, e-17019-100d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. Other remarks: the device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
Upon removal of the catheter it appeared to be missing 3cm of the distal catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). This complaint: MDR # 1036844-2016-00517 (tc# (B)(4)) is voided, because it is a duplicate of MDR # 1036844-2016-00515 (tc# (B)(4)). Please make a note of it. Thank you.

Event description:
Upon removal of the catheter it appeared to be missing 3cm of the distal catheter. The patient's condition was reported as fine.